Event description:
Additional info provided by the surgeon indicates the pt's current visual acuity is 20/25-3.

Event description:
A nurse reported that an intraocular lens (iol) was damaged (crimped) in the cartridge of the iol delivery system. The incision was enlarged to accomodate removal of the lens. Additional information has been requested.